Manufacturer narrative:
The associated product was not returned for a product investigation.

Event description:
During a surgical procedure, the surgeon fired one clip, and the clip applier blocked. The surgeon could not see the blockage and could not get any clips out. The procedure and anesthesia time was extended by 10 minutes there was no harm to the patient.